Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the patient came to the emergency room (ER) facility at 11 am today (B)(6) 2020) due to symptoms of unresponsiveness, tiredness, "non-aroused" and difficulty waking. The caller stated narcan was used and "woke him up kinda". The caller considered there was an issue with the pump and wanted to page a manufacturer representative (rep) to make sure the pump was working as supposed to.